Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 72-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease (cad). There was suspicion for hemolysis, as evidenced by pink/red-tinged urine and platelets of 103, down from 373 two days prior. The impella was operating at p9 with a 4.0 cm depth in the left ventricle. Additional contributing factors included the patient being on dual antiplatelet therapy (dapt) and heparin prior to impella insertion. The hemolysis resolved after repositioning and fluids. The patient survived to explant. The pump was not explanted as a result of hemolysis. The reported hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability and anticoagulation status.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in b2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.